Manufacturer narrative:
Correction: (B)(4).

Event description:
New information on (B)(6) 2018, indicated that the lead was explanted and replaced. There were no adverse consequences to the patient during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had become dislodged. The patient had swelling and inflammation at the pocket site. No medical intervention was performed. The patient was stable post event.